Event description:
Caller reported a continuous glucose monitor error, specifically cgm error 42, which persisted even after a pump reset. There was no adverse impact to the customer's blood glucose level. Customer continued using current pump for insulin delivery while a replacement pump, with updated software, was dispatched by technical support. Customer was informed about training availability, shipping details, and procedures for returning the faulty pump.